Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -8.00/5.5/020 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise, lens remains implanted. The reporter states " astigmatism axis was wrong". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.